Event description:
It was reported that during an extraction procedure for a non-boston scientific lead, insulation damage was observed on this right ventricular (rv) lead. When attempting to retract the helix, a fracture was visualized and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted boston scientific lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the distal segment was returned. The helix was extended and deformed, with dried blood/tissue within the helix housing. Detailed analysis confirmed that the outer conductor coil had a break approximately 370mm from the tip of the lead. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. The lead segment had suffered extensive damage from the extraction and no further testing was able to be performed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during an extraction procedure for a non-boston scientific lead, insulation damage was observed on this right ventricular (rv) lead. When attempting to retract the helix, a fracture was visualized and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted boston scientific lead was expected to be returned for analysis.